Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient experienced an instance of overfill on (B)(6) 2018. Per pdrn after the patient completed pd treatment she reported feeling full and performed a manual drain of 5000ml. Per pdrn the patient¿s peritoneal dialysis treatment prescription included a first fill volume of 2500ml, five tidal fill volumes of 2300ml, and a last fill volume of 1000ml. The pdrn stated the patient did not require any additional medical intervention or additional treatment as a result of the reported large drain, and no adverse event occurred. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatments using the cycler and confirmed no treatments were missed. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The reported drain volume of 5000ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient experienced an instance of overfill on (B)(6) 2018. Per pdrn after the patient completed pd treatment she reported feeling full and performed a manual drain of 5000ml. Per pdrn the patient¿s peritoneal dialysis treatment prescription included a first fill volume of 2500ml, five tidal fill volumes of 2300ml, and a last fill volume of 1000ml. The pdrn stated the patient did not require any additional medical intervention or additional treatment as a result of the reported large drain, and no adverse event occurred. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete peritoneal dialysis treatments using the cycler and confirmed no treatments were missed. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The reported drain volume of 5000ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Medical records were requested.

Manufacturer narrative:
Conclusion: it appears a temporal relationship exists between the liberty select cycler and the adverse event of feeling full. Iipv was confirmed based on the verbally reported manual drain volume of 5,000ml which exceeded the >180% drain criteria and after review of the treatment records received on 02/16/2018. The treatment records confirm no alarm(s) were present during the peritoneal dialysis (pd) treatment occurring on (B)(6) 2018. Thus based on the available information, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally the pdrn stated there was no medical intervention required following the event. There were no reported machine alarms or any allegation that the machine did not perform as expected.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) for this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since 01/08/2018, reported the patient felt ¿full¿ after completing their ccpd treatment on (B)(6) 2018. Drain 0: 513ml, fill 1: 2499ml drain 1: 2408ml, fill 2: 2295ml drain 2: 2398ml, fill 3: 2295ml drain 3: 2397ml, fill 4: 2295ml drain 4: 2395ml, fill 5: 2295ml drain 5: 2394ml, fill 6: 2295ml drain 6: 3069ml, fill 7: 1007ml. The patient performed a manual drain of 5,000 ml after cyclic therapy was completed. The drain volume was assessed for increased intra-peritoneal volume (iipv) and noted to exceed the criteria of >180% of the largest fill volume (fv) of 2,500 ml which would be 4,500 ml. During a follow-up call on 02/06/2018, the pdrn reported no medical intervention or additional treatments were required due to the reported large drain. Additionally, the patient continues to perform ccpd therapy without further issue.

Manufacturer narrative:
Conclusion: it appears a temporal relationship exists between the liberty select cycler and the adverse event of feeling full. Iipv was confirmed based on the verbally reported manual drain volume of 5,000ml which exceeded the >180% drain criteria. However, treatment documentation from (B)(6) 2018 was not received to assist in determining causality. Thus based on the available information, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally the pdrn stated there was no medical intervention required following the event. There were no reported machine alarms or any allegation that the machine did not perform as expected.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) for this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) since (B)(6) 2018, reported the patient felt ¿full¿ after completing their ccpd treatment on (B)(6) 2018. The patient performed a manual drain of 5,000 ml after cyclic therapy was completed. The drain volume was assessed for increased intra-peritoneal volume (iipv) and noted to exceed the criteria of >180% of the largest fill volume (fv) of 2,500 ml which would be 4,500 ml. During a follow-up call on 02/06/2018, the pdrn reported no medical intervention or additional treatments were required due to the reported large drain. Additionally, the patient continues to perform ccpd therapy without further issue. The ccpd treatment records for (B)(6) 2018 were requested but not received.